Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 implantable pacing lead, (B)(6) 2011; 4568-45 implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation, and high threshold was noted. The lv (left ventricular) lead was programmed off. No patient complications have been reported as a result of this event. The patient was noted to be part of the system longevity study.